Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with multiple inappropriate therapies for supraventricular tachycardia. The device was reprogrammed. The patient will be monitored with routine follow- up.